Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device interrogation, episodes of post-paced t-wave oversensing were observed. Device reprogramming is anticipated and the patient is in stable condition.

Event description:
The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.